Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the patient underwent a primary right l5-s1 spinal root decompression. In 10/00, the patient presented with "recurrent leg pain". The investigator noted the event as mild in intensity. The physician prescribed medrol dosepak for pain. The event was reported as continuing without treatment in 11/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the illness being treated as a possible explanation for the event.